Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed the unknown message "cgm unavailable" during a sensor session. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No injury or medical intervention was reported.